Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo shows a device with the safety shield detached. Additionally, 20 retained samples underwent a functional test for defective locking mechanisms and hub/collar separation. All samples passed the test as they were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.